Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
Report received of an overdelivery. During testing at the user facility, channel b of the device delivered a measured volume of 24ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.